Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 12/12/2014 ¿ 12/17/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with floating white particles noted. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particles. This was identified during storage of the device. The device was filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.